Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilation. However, upon inflation, the balloon ruptured. The procedure was continued with a non-bsc device. No patient complications were reported.